Manufacturer narrative:
Date of submission (B)(4) 2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during examination of the pump it was observed that there is a crack in the battery compartment near the bumper pad and that the bolus button cover was missing. The pump clip does not attach securely to the pump as it has been broken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the returned pump was evaluated and an issue with case/condition -cracked battery compartment was identified. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.